Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the display was found to be dim; the letters had a red hue.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.